Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the pace impedance measurements of this right ventricular (rv) lead had decreased as well as an increase in pacing thresholds was noted. The values for the pace impedance measurements had suddenly increase since (B)(6) 2017. An x-ray was performed and it was noted that the rv lead had dislodged thus the lead will be repositioned. No adverse patient effects were reported. Additional information noted that a revision took place. This rv lead was explanted as a helix issue was noted. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned with a setscrew mark noted on the terminal pin. The helix was retracted and dried blood was noted at the base around the helix. The lead underwent and passed electrical testing. Laboratory analysis noted no irregularities at the lead tip which could have continued to the dislodgment, and the helix was likely stuck due to dried blood in the helix mechanism.